Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep adjusted the vdc on the fluoroscopic functions board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed black images on fluoroscopic x-ray. No pt injury was reported.